Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and the lead indicated stretching.the analyst also noted:by design left heart leads are used with guidewires, not stylets. No stylet was returned, therefore condition and brand are unknown. At 61.3cm (from the connector) the conductors are flattened and stretched, perhaps occurred during revison.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had a possible fracture. During revision the physician was unable to insert the stylet into the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.